Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 4.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, during the procedure, the balloon catheter broke off inside the patient's body. The physician performed a vascular procedure to retrieve the retained portion of the balloon before he carry on and complete the case. No patient complications were reported.